Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving no delivery alarms on the insulin pump. Customer stated that she has to change the infusion set in order for the insulin pump to function properly, causing her to have high blood glucose levels. Customer referred to a particular incident when a no delivery alarm caused blood glucose levels of 300 to 400 mg/dl. Most recent blood glucose level before the call was between 160 to 180 mg/dl. No further information was provided.